Event description:
Pt. Positioned in linvatec beach chair shoulder positioning system for a 5-hour procedure. Resulted in bilateral occipital nerve neuropathies that resolved without treatment after 2 weeks.